Manufacturer narrative:
H11: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS IS CURRENTLY BEING PERFORMED. THE RETURN OF THE SAMPLE IS PENDING. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. SECTION A THROUGH F: THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD

Event description:
ON (B)(6) 2026, A PATIENT UNDERWENT A PERCUTANEOUS TRANSLUMINAL ANGIOPLASTY (PTA) PROCEDURE USING THE ULTRAVERSE 018 BALLOON CATHETER. DURING THE PROCEDURE, IT WAS NOTICED THAT THE BALLOON CATHETER ALLEGEDLY UNABLE TO INFLATE. THE PROCEDURE WAS COMPLETED USING ANOTHER BALLOON. THERE WAS NO REPORTED PATIENT INJURY.

Event description:
On (b)(6)2026, a 48-year-old male patient underwent a percutaneous transluminal angioplasty (PTA) procedure using the Ultraverse 018 balloon catheter. During the procedure, the balloon catheter allegedly unable to inflate and the particles came from inside of the balloon. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: Received one Ultraverse 018 PTA Dilatation catheter. Upon visual inspection. No anomalies to the Ybody or luers. No unknown particles were noted to the catheter shaft or balloon. On Functional Testing, Prior to testing negative pressure was applied to the balloon with an in-house Presto inflation device. With the same in-house presto inflation device, the balloon was inflated. Balloon maintained pressure and no water was noted to be streaming from the balloon. The sample guide-wire lumen was flushed successfully and no unknow particles were noted exiting from the guidewire lumen. No other functional testing performed. Therefore, the Investigation for the Reported Inflation issue is unconfirmed as the balloon was inflated and maintained pressure and also the investigation is unconfirmed for the reported device contamination as no unknow particles were noted exiting from the guidewire lumen. A definitive root cause for the reported inflation issue and device contamination could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. B5, D4 (Unique Identifier (UDI) #), E1, G3, H6 (Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.